Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. Additional information was also received on this date. The device was explanted on (B)(6) 2020. When the device was explanted, bilateral prosthesis replacement with 535cc mentor memorygel breast implants was performed. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced left baker grade iii capsular contracture post procedure. The implant was firmer and riding higher than the contralateral prosthesis. The physician discussed capsulotomy and implant exchange with the patient, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.